Manufacturer narrative:
The digital card image from the customers ortho vision ID-mts analyser was retrieved by ortho care for further analysis. Reprocessing of the card image confirmed the negative reaction obtained by the customers analyser for column 3. The analysis confirmed that the ortho vision ID-mts analyser card imaging software (cims) functioned as per design. The misread was not confirmed. The customer confirmed that this patient has no known history of an antibody, and that repeat typing and antibody screens have not shown any discrepancies. The assignable cause for the discrepant grading of a reaction in antibody screening could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics analyser to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event. Misread of a reaction in antibody screening for one patient. The assignable cause could not be determined. No general product failure is identified. The misread was not confirmed. No biased result was reported to a physician. The patient was not harmed.

Event description:
Mxp2487643; ra600411 on (B)(6) 2022, a customer complained to ortho care about what was described as a misread of a reaction in antibody screening in the indirect antiglobulin test (iat) using their ortho vision ID-mts analyser. Date of event: (B)(6) 2022 complainant/complaint reporter: kate counterman - medical technologist reported on (B)(6) 2022 by the customer to ortho care helpdesk. Reagents: not applicable software version: 5.12.8 patient history: sample received from a smaller hospital for additional testing due to the patient having extra reactivity in reverse typing. The customer reported that, on (B)(6) 2022, they had tested a patient sample for antibody screening in iat using their ortho vision ID-mts analyser, and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer stated that visually they believed that column 3 should have been flagged as '?' (Indeterminate). Due to the customers visual observation, the customer reported that they had tested the same patient sample for antibody identification in iat, but that they were not able to identify a specific antibody. No further detail is available. The customer reported that no biased result was reported to the physician. The customer confirmed that the patient was not harmed as a result of the reported event. The digital card image from the customers ortho vision ID-mts analyser was retrieved by ortho care for further analysis. Reprocessing of the card image confirmed the negative reaction obtained by the customers analyser for column 3. The analysis confirmed that the ortho vision ID-mts analyser card imaging software (cims) functioned as per design. The misread was not confirmed. The customer confirmed that this patient has no known history of an antibody, and that repeat typing and antibody screens have not shown any discrepancies. The assignable cause for the discrepant grading of a reaction in antibody screening could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics analyser to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event. Misread of a reaction in antibody screening for one patient. The assignable cause could not be determined. No general product failure is identified. The misread was not confirmed. No biased result was reported to a physician. The patient was not harmed.